Event description:
The devices were implanted in 2004. In 05/2004, the facility's in-service pt care technician informed the manufacturer's (MFR) vascular access specialist of the following: pt's medial valve developed a necrotic area post implant requiring removal of the device. At the time of removal, a temporary catheter was placed. She did not know if they planned to implant another valve at this time. No further details provided at this time.